Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (value not provided). Customer declined tandem technical support's offer to trouble shoot and customer declined to provide further information.